Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that this was an acute myocardial infarction (ami) case. Two of another company's guide wires were engaged in the first diagonal and the ald. Another company's 3.0 x 15 stent was directly delivered and deployed at the bifurcation. One of the guide wires was re-engaged in the first diagonal, through the stent struts and the voyager was delivered onto it. The catheter was inflated to open up the stent struts; however, the balloon had ruptured at 10 atm. Another company's balloon was used to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to balloon ruptures include, but are not limited to, manufacturing, materials, associative device interactions, patient anatomy, lesion calcification and tortuosity, over inflation, or insufficient preparation prior to use. The patient anatomy had a 90% stenosis, which could have contributed to the reported difficulties. It is possible that the balloon may have been damaged due to interactions with the stent, which can lead to a balloon rupture upon inflation; however, without a returned device for analysis, a conclusive root cause for the reported balloon rupture could not be determined.